Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, reported to ansm by a patient. Pelvic pain with dysuria, pollakiuria and dyspareunia, following the implantation of prostheses. Consequence for the patient. She can no longer work since the implantation. The pains are fluctuating. It ranges from pain in the lower back, in the legs to the underside of the toes, anal, vaginal, tummy tension of the abdomen. And because of the bad positions she has neck pain. Just had an operation with professor (B)(6) at the (B)(6) hospital for explantation ((B)(6) 2020). Current state - tired, a lot of patience because of 8 weeks without doing anything at all. But her body is no longer under constant tension. Post op appointment on (B)(6) 2020. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.